Manufacturer narrative:
Exemption number e2017019: (B)(4), (importer) is submitting the report on behalf of siemens (B)(4) (manufacturer). Investigation showed that the reported issue could be reproduced with the same incorrect system behavior in remote mode as well as in manual mode by the hand control. The replacement of the "danfoss board" and the "v7 motor control" solved the problem. There have been no other reports of the issue since then. Considering this, no further corrective action is initiated. Customer address:(B)(4).

Event description:
The customer notified siemens on (B)(6) 2017 that the gantry was moving in the wrong direction during a patient treatment. It was reported that the gantry started to rotate in the other direction than it was programmed. The system recognized the error and an interlock occurred. The system stopped all movements and terminated the treatment sequence. Afterward, no further treatment delivery was possible and the system was down. There is no report of injury or mistreatment to the patient. This reported issue occurred in (B)(6).